Event description:
This is a spontaneous report by a nurse from the USA of peritonitis in a (B)(6) male coincident with dianeal pd4 ultrabag therapy. On (B)(6) 2011, the patient began treatment with dianeal pd4 ultrabag (dose, frequency, lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the patient's nurse reported the following information. On (B)(6) 2011, the patient developed and was hospitalized for peritonitis. The cause of the peritonitis was unknown. Treatment provided was not reported. Dianeal therapy was ongoing. At the time of this report, the patient was recovering from the peritonitis. Per the nurse, the peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lots (gd882258, gd882241 and gd881474) and no issues were found related to the reported condition during the manufacture of those lots. Based on the information obtained during baxter's investigation, the cause of this incident is undetermined.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.